Event description:
(B)(4). I had my essure e.coils put in me on/around (B)(6) 2013. Now I am told after I have my baby I will have to undergo full or partial hysterectomy.

Event description:
On (B)(6) 2014 I was having extreme pelvic pain in my left side. I went to the e.r. And was told I was pregnant and one of my essure e coils is in my membrane wall and could harm my baby. (B)(4). Update on (B)(6) 2014: I had my essure e.coils put in me on/around (B)(6) 2013. Now I am told after I have my baby, I will have to undergo full or partial hysterectomy.